Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent elevated blood glucose (bg) levels over 400mg/dl. The customer would change their pump supplies and deliver a correction bolus to address the bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.